Event description:
The customer reported via phone call that they had a constant tone on the insulin pump. Customer also reported a program anomaly alarm occurring. The customer's blood glucose was 200 mg/dl. The customer also reported a frozen display on the insulin pump. The customer stated their display was not completely blank. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.